Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va1y761, implanted: (B)(6) 2019. Product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urge incontinence. It was reported that the lead was moving around and they were needing to make adjustments however they didn't have a doctor anymore. Contributing factors and resolution were unknown. No patient symptoms were reported.